Manufacturer narrative:
Device investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, a leakage in the hemostatic valve was observed. A device history record review was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve leak occurred. It was reported that during the operation, leakage issue was found in the hemostasis valve and fluid (saline solution and a little blood) escaped from the device. A new device was used to complete the surgery and there was no patient injury reported. Additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient, but no air entered the patient¿s body. There was approximately 1ml of blood loss.

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).